Event description:
Customer reported: "we had a failure on a smartsite ref # (B)(4). It was reported there is a leak where the hard blue piece of plastic meets the clear flexible plastic. No patient harm." There was no medical intervention required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.